Event description:
In 1/2005, co learned that there appears to have been 2 different infection organisms involved and that the infection appears to have been due to a contamination issue at the hosp. The product is not believed to be a source of the infection or contamination.

Event description:
The patch was implanted for a carotid artery angioplasty procedure. During a follow-up, the pt was found to have [received] an infection. Graft remains in pt.